Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with "unspecified keypad buttons of the pump were inoperative" was confirmed and reproduced by baxter personnel in the sample evaluation. The root cause of this condition was determined to be fluid ingress. The keypad was replaced in order to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. A service history review revealed that this device was not previously serviced for the reported condition. A device history review was performed with no exceptions during manufacturing found.

Event description:
This is a case report received on (B)(4) 2012 by baxter (B)(4) from an (B)(4) baxter employee. The report was received on (B)(4) 2012 from a healthcare professional at (B)(4) research hospital. The customer has sent the 2m8063g flogard single channel infusion pump device with serial number (B)(4) in for repair due to unspecified keypad buttons of the pump being inoperative. The failure occurred before use of the device. Other products involved are unknown. The defect was observed in 1 unit. The device is available. There was no patient involvement. There was no injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Corrected evaluation summary: the reported condition of a flogard infusion pump with "unspecified keypad buttons of the pump were inoperative" was confirmed by technicians. The cause of the reported condition was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.